Event description:
An implant card was received reporting that the patient's device was explanted on (B)(6) 2016 without a reason listed. The physician was contacted and his response indicated the reason for replacement was "product malfunction, too strong current's too frequent". A review of the available programming history revealed no issues with the device and it was noted to have been working properly as of (B)(6) 2015 additional attempts at information have been unsuccessful to date. The generator has not been returned to date.